Manufacturer narrative:
Product event summary: the device was not returned but clinical data files were received and analyzed. Review of the files showed at least thirteen injections were performed during the procedure without any issue on the date of the event. No product has been returned for investigation. This is a clinical issue encountered during the procedure. No product malfunction was reported.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced an increased st elevation. A coronary angiogram (cad) was performed and an air embolism was confirmed to the right coronary artery (rca). Air aspiration was performed and the patient's vital stabilized. It was noted that the patient had paralysis and was under observation. The procedure was aborted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.